Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user was unable to view patients in temporary access. The customer informed that the house supervisor had granted access, but the user still could not see the patients. The customer mentioned that the issue is occurring in a specific area (ed). Additionally, the customer reported that nurses can access the system, but their actions are limited. The customer reported that the user managed to get the medication from other sources, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of this incident, good faith attempts were made to get the additional information. No responses received from the technical support specialist. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user was unable to view patients in temporary access. The customer informed that the house supervisor had granted access, but the user still could not see the patients. The customer mentioned that the issue is occurring in a specific area (ed). Additionally, the customer reported that nurses can access the system, but their actions are limited. The customer reported that the user managed to get the medication from other sources, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.